Event description:
It was reported that bd alaris extension set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that they have had a few instances where the clinicians have experienced "resistance" when priming the tubing. They believe this has to do with a specific lot of the filters as they have not had this issue previously

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.